Event description:
It was reported that the patient¿s blood glucose level rose to 266 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient reported the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism, however the patient thought the cannula was properly seated in the insertion site. The patient reported "running high for 3 hours" and was not getting insulin from the system. The patient was still wearing the pod at the time of the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.